Manufacturer narrative:
Concomitant medical products: 8042b, crt-p, implanted: (B)(6) 2007.

Event description:
It was reported that the patient experienced brief periods of atypical chest pain. During a procedure, it was noted that the left ventricular (lv) lead had a break in the insulation approximately two to three centimeters from the suture sleeve. The lv lead was repaired and remains in use. The patient is a participant in the (B)(6) study. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.